Manufacturer narrative:
Additional information was received that the tip of the extractor balloon was retrieved (B)(6), 2010 with a flower basket (olympus). There was no harm to the patient. Investigation results. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. As per complaint description, the balloon got caught on either the stricture or the stent; therefore the most probable root cause for the tip detaching is operational context, this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources).

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent and an extractor retrieval balloon were involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 involving a (B)(6) old female. According to the complaint, the physician observed tumor ingrowth into a wallflex uncovered biliary stent (the subject of MFR report # 3005099803-2010-02594) that had been placed in the common bile duct to treat a suspected malignancy in 2007 (exact implant date is unknown). The physician attempted to pull an extractor balloon (the subject of MFR report # 3005099803-2010-02628) through the stricture where the stent was placed; however, the tip of the balloon broke off. The physician made several attempts to retrieve the fragment, but was unsuccessful. The fragment was left in the patient to pass naturally. The original stent was left implanted, but a 10 x 60 fully covered wallflex biliary was implanted to treat the obstruction. The procedure lasted 4.5 hours. The patient's condition was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent and an extractor retrieval balloon were involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2010 involving a (B)(6) female. According to the complaint, the physician observed tumor ingrowth into a wallflex uncovered biliary stent (the subject of MFR report # 3005099803-2010-02594) that had been placed in the common bile duct to treat a suspected malignancy in 2007 (exact implant date is unknown). The physician attempted to pull an extractor balloon through the stricture where the stent was placed; however, the tip of the balloon broke off. The physician made several attempts to retrieve the fragment, but was unsuccessful. The fragment was left in the patient to pass naturally. The original stent was left implanted, but a 10 x 60 fully covered wallflex biliary was implanted to treat the obstruction. The procedure lasted 4.5 hours. The patient's condition was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary stent and an extractor retrieval balloon were involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 involving a (B)(6) old female. According to the complaint, the physician observed tumor ingrowth into a wallflex uncovered biliary stent (the subject of MFR report # 3005099803-2010-02594) that had been placed in the common bile duct to treat a suspected malignancy in 2007 (exact implant date is unknown). The physician attempted to pull an extractor balloon (the subject of MFR report # 3005099803-2010-02628) through the stricture where the stent was placed; however, the tip of the balloon broke off. The physician made several attempts to retrieve the fragment, but was unsuccessful. The fragment was left in the patient to pass naturally. The original stent was left implanted, but a 10 x 60 fully covered wallflex biliary was implanted to treat the obstruction. The procedure lasted 4.5 hours. The patient's condition was reported to be "fine."

Manufacturer narrative:
The complaint sample was returned for evaluation. The lot number could not be confirmed as the only part which returned is a distal tip of the catheter which was immersed in a liquid in a test tube. The distal tip was visually inspected and the balloon was found to be still intact. A clear cut was observed below the balloon which confirms the description of the complaint (the catheter was caught on either the stricture or the stent). A foreign body found in the test tube, was confirmed not to be a part of the extractor balloon catheter. The root cause was determined to be operational context. A DHR review was performed and there were no issues or discrepancies found which could relate to this complaint. A review for similar complaints for lot numbers identified through a ship history (lot number is unknown) revealed no other reported complaints.